Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member/friend regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that there was a loss of therapy and the patient stopped feeling stimulation on (B)(6) night (B)(6) 2017). They tried to use the patient programmer but nothing happened. The patient lived in an assisted living center and needed to have the implant checked.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.